Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider (hcp) via manufacturer representative (rep) regarding the patient receiving unknown morphine (3 mg/ml at 0.4 mg/day) via an implantable pump. It was reported that the patient reported "not feeling right" and had swelling at the pump pocket site. A catheter dye study showed contrast leaking in the pump pocket on (B)(6) 2026. The pump segment was severed after the pump was flipping in the pocket. A revision was done on (B)(6) 2026 and a new pump segment was connected to the existing spinal segment. The issue was resolved at the time of this report.